Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned low results for a "high number" of patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 402 analytical unit. Examples of discrepant results were provided for 2 patient samples. On (B)(6) 2025, patient 1 initial result from the e402 analyzer was 188 pg/ml. On (B)(6) 2025, the repeat from the maglumi x3 method was 296 pg/ml. On (B)(6) 2025, patient 2 initial result from the e402 analyzer was 156 pg/ml.on (B)(6), the repeat from the maglumi x3 method was 255 pg/ml. The results from the maglumi x3 method were believed to be correct.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The vitamin b12 ii reagent lot number was 85339401 with an expiration date of 30-nov-2026. Calibration and qc were acceptable. No relevant instrument alarms were observed. The last preventive maintenance was performed on 07-may-2024. The measuring cell was overdue for replacement. The investigation determined the event was due to a maintenance issue.